Event description:
Discordant, falsely low calcium (ca) results were obtained on one serum patient sample on a dimension vista 500 instrument (B)(4). The discordant results were not reported to the physician(s).the serum sample was repeated on an alternate instrument, resulting as expected. A plasma tube from the same patient sample was tested five times on instrument (B)(4), resulting as expected. The plasma sample was then repeated five times on an alternate instrument, also resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The cause of the discordant, falsely low ca results is unknown, as the plasma sample resulted as expected upon testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.